Event description:
A surgeon reports dissatisfaction with patients outcomes. Additional information provided by the surgeon indicates patient received a bilateral custom lasik treatment. This report is for the left eye, the right eye is being reported under manufacturer report # 1061857-2009-00061. Postoperatively, this patient exhibited an overcorrection in the left eye. It is unknown if the surgeon feels this patient is harmed / injured. Surgeon stated there was a little haze present at the latest post-op exam. The surgeon also stated he may enhance the patient cautiously, but only at the patient's request. The safety and effectiveness of the lasik surgery has not been established and is not an approved indication for this device.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of the patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.